Manufacturer narrative:
D10 concomitant product: sig30ctav, tri 2.0 sig30ctav 30 CT vsclr 12mm, (lot#unknown); sigphandle, sig power sigphandle handle (serial#unknown); sigpshell, sig power sigpshell control shell, (serial#unknown), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery (vats) esophagectomy, after the firing was completed and after the jaws were opened to release the tissue, the articulation did not return to its original position, and it was difficult to return the articulation to its original position, that caused damage to the lock ring. It was also reported that the reload was difficult to unload. The articulation was forcibly corrected and the trocar was removed along with the stapler. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the adapter was connected to the gen2 acc software and the strain gauge was responsive. There were articulation calibration, universal asynchronous receiver-transmitter (uart) errors in the data saved to the system. The adapter had 43 of 50 procedures remaining. The adapter was connected to an rpa handle running v29.5 software and a yellow adapter swim lane appeared. The adapter was opened up and the articulation mechanism was found to be out of home position. The articulation mechanism was returned to home position. The adapter was reconnected to the rpa handle and calibrated correctly. The device calibrated correctly. An rpa reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hang ups or sluggishness. The adapter was able to be fired without any issues. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. It was reported that the instrument was difficult to unload. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the instrument was difficult to straighten. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.